Event description:
It was reported that device layer two wrap exhibited too much tension in use. An unspecified number of patients involved in the facility's clinical trial may have developed some compromise of the skin due to excessive tension. One hundred and fifty patients were involved in the trial but the exact number affected has not been determined. Reportedly, the epidermal layer of the skin may have broken down and sloughed off in distinct areas. In some instances, a central necrosis of the venous ulcer was noted. These conditions only required topical, palliative treatment. Patients had reported feeling tightness and discomfort after application of the device. The investigator reports that these symptoms suggest compromise of capillary circulation.